Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during the operation the instrument has been broken. There wasn''t any impact on the procedure, the operation was finished successfully.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present devices were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is clearly visible that this impactor has been used in many occasions. No product fault could be detected.